Event description:
It was reported the device was used during a laparoscopic procedure. After the second firing the device would not open. The surgeon inserted another trocar and used another device to remove the original device. O.r. Time was extended approx 15 minutes. The procedure was completed without pt consequence.